Event description:
Belmont tubing channel (diverter valve) locked in one position therefore not allowing the rn to load the tubing properly. The belmont unit had to be swapped out for another unit creating a delay in patient care for an emergent trauma patient who required blood products. There is no known harm to the patient at this time.